Manufacturer narrative:
No product will be returned per customer. The photo provided by the customer shows a droplet of fluid was observed from the smartsite top luer port. The root cause of this failure was not identified.

Event description:
The customer reported they noticed leucovorin was found dripping from one of the middle ports on the tubing while connected to a patient. There was no patient harm.